Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump passed the self test and reset error alarm test. No error alarms were noted during testing. An alarm was noted in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.